Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. Furthermore, obstruction of the lvot can be caused by patient factors (hcm, septal bulge, mitral regurgitation) or procedural factors (reduction of afterload following valve deployment). Depending on the degree of obstruction, cardiac output, pressure gradient and hemodynamic stability may be affected. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require additional intervention. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, per report, the cause for the valve migration was due to patient factors (false aneurysm which created a dehiscence of the aortic annulus). In addition, the cause of the death was related to complications of extracorporeal circulation during the surgical intervention causing compromised cerebral perfusion. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by out (B)(6) affiliate, approximately one day post implant of a 29 mm sapien 3 valve inside a non-edwards surgical valve, the echo showed the valve migrated towards the lv and blocked the lvot. A decision was made to perform surgical intervention.  During the surgical repair a problem occurred with extracorporeal circulation which caused compromised cerebral perfusion. The patient did not wake up and the cerebral death was noted.  The cardiac problem was fixed. The cause of the migration was presence of a false aneurysm, sequel of the first surgery, which created a dehiscence of the aortic annulus of the surgical valve. The patient annulus measured 663 mm and there was moderate calcification in the annulus.